Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the adverse event. Based on the information gathered, there is no indication that the device directly caused the burn injury. Intuitive surgical, inc. (Isi) has not received a product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to a da vinci-assisted hemicolectomy - right procedure, when the site plugged a 3rd party/covidien monopolar pencil into the erbe generator, energy was immediately delivered, causing an inadvertent injury/burn on the patient's lower right quadrant. This occurred during the set-up for the case, before ports were placed. The pencil was laying on the drape, over the patient's abdomen. The or staff was throwing equipment off for the nurse to plug in; the monopolar pencil was plugged in, then as the resident was throwing other equipment off, they saw smoke coming from the patient's skin. The tip of the pencil had burned through the drape and burned the patient. From the time the pencil was plugged in to the time it was removed from the patient was a matter of 5-10 seconds. Nobody touched the pencil while it was being plugged in. The burn was a full thickness 3rd degree burn to the subcutaneous fat. The surgeon cut out the burned skin and sutured the skin back together. They applied bacitracin on the affected area after the surgery, but no other ointment or treatment was required. The burned area was not circular in shape, but it was roughly the size of a quarter. The erbe generator is usually set at 3, but neither the surgeon nor the da vinci coordinator knew the precise settings at the time of the event. Prior to reporting this issue, the customer unplugged the pencil from the erbe generator and plugged it into a covidien generator; the covidien generator immediately began beeping with a default error message regarding replacing the instrument, and it would not allow the pencil to function. There was no error message when the pencil was plugged into the erbe generator. A new monopolar pencil was used with the same erbe generator for the procedure, without issue. The erbe generator has been used in subsequent procedures, also without any problems; this issue has not recurred since. Per the reporters, the conclusion by the site is that the monopolar pencil was faulty, and they are sending the pencil to covidien to be analyzed.